Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was dissatisfied with the closure of the clips. Another device was used to complete the procedure. No adverse consequences reported.